Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a no delivery alarm during the basal delivery. The blood glucose reading was 95 mg/dl. She was assisted in performing a 5 unit fixed prime and stated that insulin did not exit and that the insulin pump alarmed for no delivery. She was advised to remove the reservoir from the insulin pump and to disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin slowly through the tubing with the plunger. She reported that insulin did exit. She was advised to reinsert the reservoir and run another 5 unit fixed prime and stated that insulin did exit. She was advised that the alarm had been caused by an occlusion. Nothing further was reported.